Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right atrial lead displayed loss of capture. A right atrial lead dislodgment was confirmed, and a repositioning procedure took place. This lead was not successfully repositioned and thus was explanted. This right atrial lead will not be returned. No adverse patient effects were reported.